Event description:
Customer reported difficulty with the cartridge moving along guide tracks. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the o-ring from the pneumatic tap, clean the area, and successfully reload the cartridge. Following these steps, the customer was able to resume insulin therapy.